Event description:
It was reported that the programmer was unable to boot. The programmer was returned for service. It was further reported that the radiofrequency programmer head did not work. The programmer head was also returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer was unable to boot, the ethernet modem card was faulty and caused the device to lock up. It was also noted that the handle was cracked, the fan was noisy, the printer drawer gear wheel was coming off of the shaft, the power supply was corroded and there was a loose screw found by a circuit board. Concomitant products: product ID 2067 radiofrequency programmer heads. (B)(4).